Event description:
Event description cpi received information that during pre-use testing, this ventak mini implantable cardioverter defibrillator (ICD) exhibited a battery voltage near elective replacement time (ert). An attempt to charge the ICD was unsuccessful. The ICD was not used.